Event description:
Boston scientific neurovascular became aware of an event in which the physician attempted to place a matrix scoft-sr 2d coil into the carotid cavernous fistula and when there were still 4-5 cm of the proximal length of the main coil into the microcatheter, the physician encountered resistance and did not move forward anymore. The physician removed the matrix soft-sr 2d coil and found that it had stretched. Then attempted to deploy the subject device under this event and when there were still about 5 cm of the proximal end of the main coil in the microcatheter, the physician felt resistance. The physician tried to push and pull the subject device several times, but the main coil held still. The physician withdrew the subject device together with the microcatheter and realized that the pusher wire was broken at about 2-cm after the melting point.